Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a suprapatellar tibial nail surgery, one (1) 4mm x 48mm locking screw bent intra-operatively, the surgeon had difficulty removing one (1) connecting screw and (1) ball hex t-handle from one (1) tibial nail. It was reported that the 4mm x 48mm locking screw was bent while in the compression locking mode in the dybanic screw hole. The bent screw was removed and replaced with another similar screw. At the end of the surgery, while attempting to remove the connecting screw and ball hex t-handle, the surgeon faced some difficulty in doing so. It was later discovered that the ball hex t-handle seems to strip and skip out of the connecting screw upon unscrewing counterclockwise. The surgeon was eventually able to remove the connecting screw and the ball hex t-handle from the tibial nail. The outcome of the procedure is currently unknown. This complaint involves two (2) devices. Concomitant devices reported: unknown tibial nail (part# unknown, lot# unknown, quantity# 1), dybanic screw (part# unknown, lot# unknown, quantity# 1). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4); therapy date: (B)(6), 2018. The device was received and the product evaluation is in progress. No conclusion can be drawn. These dates were incorrectly reported as 1/10/2018 in initial report (B)(4). The correct date is 1/9/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of manufacture. A device history record (DHR) review was performed for part # 03.010.404 , synthes lot # u261953 , supplier lot # u261953 , release to warehouse date: 21apr2017 and 21jul2017 , supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. The returned cannulated connecting screw was received no damage which could have contributed to the complaint condition. The instrument was functionally tested with the returned screwdriver (03.010.517) could not be replicated as the instrument did not jam and were able to be easily separated with no issues. Relevant drawings for the returned instrument were reviewed (both current and from the time of manufacture): top-level (03_010_404 rev b). No design issues or discrepancies were identified. The proximal end¿s diameter was measured and found to be within specification (8.01 mm, drawing spec: 7.80 ¿ 8.10 mm per drawing 03_010_404 rev b). A functional test found that the returned cannulated connecting screw was capable of being easily separating the returned t-handle ball hex screwdriver, which unconfirmed the complaint condition. It is possible that the screwdriver was inserted at an angle into the cannulated connecting screw recess, which may have caused it to seize. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number and in each instance no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Calipers ca818 used for all measurements. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.